Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hit repeatedly near the pacemaker about a month previously and is feeling intermittent fluttering sensation in their chest. It was also noted that there was a lead impedance warning and impedance had increased. A polarity switch also occurred. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.